Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker which the battery was at one year and during the recent checked, this device had less than three months remaining. This was due to suspected increased in right ventricular (rv) lead threshold. Patient was not in atrial fibrillation (af) and impedances were consistent. Engineering analysis showed that there were no suspicious faults or resets and the power appeared normal based on the threshold changes. Moreover, the battery voltage has historically been higher than the expected voltage. However, in the last six months, it has been dropping faster, and is now below the expected voltage. This appeared to be a malfunction. The cause cannot be determined from the data; therefore, a guaranteed replacement interval cannot be calculated. However, it appears the device should be able to support therapy for 60 days. To this day, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this pacemaker which the battery was at one year and during the recent checked, this device had less than three months remaining. This was due to suspected increased in right ventricular (rv) lead threshold. Patient was not in atrial fibrillation (af) and impedances were consistent. Engineering analysis showed that there were no suspicious faults or resets and the power appeared normal based on the threshold changes. Moreover, the battery voltage has historically been higher than the expected voltage. However, in the last six months, it has been dropping faster, and is now below the expected voltage. This appeared to be a malfunction. The cause cannot be determined from the data; therefore, a guaranteed replacement interval cannot be calculated. However, it appears the device should be able to support therapy for 60 days. To this day, this device remains in service. No adverse patient effects were reported. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.